Manufacturer narrative:
The field service engineer (fse) determined the main power supply, processing module for the alinity I processing module was the cause of the smoke. The fse replaced the main power supply, processing module and the issue was resolved. There was no fire or evidence of fire observed. The instrument service history review revealed no additional issues of loud noise (bang) and smoke. A review of historical data found no non-conformances or potential non-conformances related to the main power supply, processing module. A review of tracking and trending for the main power supply, processing module did not identify any trends. The main power supply, processing module was returned to failure analysis and tested. The testing results: failure other than reported. When powered on the power supply unit dose not power up. No lights and no fans have power. A review of the alinity product monitoring review scorecard found no trend of the main power supply, processing module with regards to the current issue. Labeling was reviewed and provides adequate information regarding the troubleshooting, removal, and replacement of the part. Based on the investigation, no systemic issue or deficiency of the main power supply, processing module or alinity I serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a power supply failure involving a loud bang and smoke coming from the alinity I processing module. There was no evidence of fire or damage noted. No reported impact to patient management or user safety was reported.